Event description:
As reported by the patient¿s attorney, a protegen sling and vesica sling system (MFR report #3005099803-2017-00783 and MFR report #3005099803-2017-00782) were implanted on (B)(6) 1997. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.